Event description:
This case is cross referenced with case: (B)(6) (cluster). This unsolicited device case from united states was received on 06-dec-2017 from a healthcare professional. This case involves a (B)(6) years old female patient who received treatment with synvisc one and later after unknown latency patient experienced pain, swelling, redness and could not bear weight. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent conditions were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency the patient experienced pain, swelling, redness, and could not bear weight. Corrective treatment: not reported for all the events. . Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 6-dec-2017: this case concerns a patient who has received synvisc one injection in left knee from the recalled lot and later experienced pain, swelling, redness and weight bearing difficulty. . Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (duplicate). This unsolicited device case from united states was received on 06-dec-2017 from a healthcare professional. This case involves a (B)(6) year old female patient who received treatment with synvisc one and later patient experienced difficulty with ambulating (same day later), pain/ immediate reaction with pain (same day later), swelling/ immediate reaction with swelling (same day later), redness (unknown latency) and could not bear weight (unknown latency). Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: may- 2020) for left knee osteoarthritis into left knee. The same day, the patient had almost immediate reaction with swelling, pain and difficulty with ambulating. On an unknown date, after unknown latency the patient experienced redness and could not bear weight. On (B)(6) 2018, the patient recovered from the events of difficulty with ambulating , pain/ immediate reaction with pain and swelling/ immediate reaction with swelling. Corrective treatment: antiinflammetics (unspecifeid) for difficulty with ambulating, pain/ immediate reaction with pain, swelling/ immediate reaction with swelling; not reported for rest all the events outcome: recovered for difficulty with ambulating, pain/ immediate reaction with pain, swelling/ immediate reaction with swelling; unknown for rest all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for device malfunction, difficulty with ambulating, pain/ immediate reaction with pain, swelling/ immediate reaction with swelling reporter causality: yes for difficulty with ambulating, pain/ immediate reaction with pain, swelling/ immediate reaction with swelling follow up information was received on 05-jan-2018. Global ptc number was added. Text was amended accordingly additional information was received on 13-feb-2018 from healthcare professional. Cross referred case ids were added. Suspect details (therapy dates and indication) were added. Additional event of difficulty with ambulating was added. The event of pain was updated to pain/ immediate reaction with pain and swelling was updated to swelling/ immediate reaction with swelling, corrective treatment, start and stop dates was added for same, seriousness criteria added and outcome was updated from unknown to recovered. Seriousness criteria of device malfunction updated. Reporter causality was added. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated13-feb-2018:th follow up information does not change the previous case assessment. This case concerns a patient who has received synvisc one injection in left knee from the recalled lot and later experienced pain, swelling, difficulty walking and weight bearing difficulty. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.